Manufacturer narrative:
At this time, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged the day after its implant. The patient went a surgical revision in which the rv lead was successfully repositioned. No additional adverse patient effects were reported.